Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that vessel dissection occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for dilation. However, after deployment of the stent, proximal edge dissection was observed. Stent damage was also noted. The device was covered with another stent to complete the procedure. There were no further patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that vessel dissection occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for dilation. However, after deployment of the stent, proximal edge dissection was observed. Stent damage was also noted. The device was covered with another stent to complete the procedure. There were no further patient complications. It was further reported that the stent edge dissection was caused by severe calcification while post dilating the stent with a 3.00 mm non-compliant balloon.